Manufacturer narrative:
The device was received for examination on july 16, 2018. Gross examination revealed the valve was received in generally good condition. Investigation of the device is ongoing.

Event description:
A percival pvs27 was implanted after the obturator for the large valve passed through the annulus easily. After unclamping the aorta, the valve showed paravalvular leak 2+ at the level of the ncc. The surgeon explanted the valve and implanted a percival pvs25 instead. The added cross clamp time was 30 minutes. Post-operative echo of the pvs25 revealed no leakage. The ncc was reportedly somewhat deeper than the other cusps.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Visual inspection of the returned prosthesis confirmed the absence of pre-existing defects. A simulation of the valve deployment was performed in a silicon aortic root. No problems were encountered during the deployment or ballooning phases. Sealing at the annulus level was confirmed, and the valve remained fixed in the annulus without observing any anomalies. No paravalvular leak was observed during static leak testing. Based on the analysis performed, no paravalvular leak or other device deficiency was identified. The device can be excluded as a possible contributing factor to this event. According to the information provided, a perceval pvs25 was successfully implanted after the pvs27 was removed. Given this information, the event can reasonably be attributed to over-sizing.